Event description:
While attempting to defibrillate a pt, the device caused the attached defibrillator to display a "release button" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.